Manufacturer narrative:
(B)(4). Customer returned an non-alleged deficient product; unable to confirm complaint. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of hi results (more than 600mg/dl).customer states that feels well and requires no medical attention. The customer's expected blood result is 110mg/dl-120mg/dl fasting. Verified the strips expire 10/18/2017. Customer confirms the strips have been stored properly and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 580mg/dl and 597mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: hi on (B)(6) 2016. Customer is receiving a result of hi when running a back to back results. Customer is asymptomatic and states that there have not been any changes in medication or exercise. Customer stated that may have overeaten last night. Customer tested at the pharmacy with brand new strips, storage was the pharmacy as customer had not taken the strips home yet. When retrieving meter memory time and date were not properly set.